Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen was cracked, preventing button presses and slide-to-unlock, and the user transitioned to alternate therapy while a replacement was arranged. Symptoms included no reported adverse health effects and no impact to blood glucose. Outcomes included continued use of cgm through the dexcom app or receiver and successful delivery of a replacement device, with instructions provided to shut down the ilet and to return the original device. Investigation included review of user report and logistics verification for replacement and return. Investigation of this device revealed damage to the display/touch interface consistent with a broken screen, with no evidence of pump performance issues beyond the physical damage. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device exterior.